Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device turned itself off intermittently during the operation. The maintenance indicator flashed, and the occlusion light remained on. The engine stopped and an alarm went off. The device worked for a while after restart, but the fault returned. The hose and the connecter are properly attached. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The device was in good condition, and the ehl showed a "distal error" was logged. The device was put through a 5-hour long test with the test blanket, and without any interruptions or alarms the device worked as expected. Service history review identified that the device was last serviced december 23, 2024, for an issue related to "device shutting down during operation." The manufacturer representative replaced the device with a new one, and the device passed all functional and electrical safety tests. H10 updated.